Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 28, 2025 with lot number 2920997. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.